Event description:
It was reported that the patient experienced difficulty charging the ipg and had difficulty reaching to the third bar of charge. The patient underwent an explant procedure and the explanted device was discarded. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.